Manufacturer narrative:
Product analysis summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a post-operative micro-dislodgement of the right ventricular (rv) lead occurred. Variable and high thresholds and variable impedance were noted. There was an increase in bipolar impedance post implant which ¿came back down the next day.¿ a potential rv lead fracture was also suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.